Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced thrombus above the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced thrombus above the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years of post-deployment, a computed tomography of the abdomen and chest was performed. There was noted decreased attenuation within the inferior vena extending above the level of the catheter by approximately 4.8 centimeters. Thrombus extended through the bilateral common iliac veins, bilateral external iliac veins, and into the bilateral common femoral veins. Bilateral external iliac and common femoral veins appeared expanded, with adjacent inflammatory stranding. On the next day, an attempt to retrieve the old filter, a new unknown bard filter was deployed. The new filter was anticipated in deploying across the angiovac to protect from any embolization from the clot above the old filter in the infrarenal. Due to technical error, the new filter was deployed suprarenal position upside down and had to retrieve it and redeploy another one. To retrieve that filter, a catheter and wire all the way from the right femoral vein was exchanged for the upside down-deployed filter. The supra renal filer was snared and was extracted out of the body with no complications. The retrieval was successful, and another new unknown bard filter was deployed via the femoral route in suprarenal position in its place without any complications. The clot above the old filter was suctioned and the angiovac was advanced multiple times at varying speed. Large amounts of clot in the filter were retrieved as the angiovac went all the way down to the filter. The filter was hooked in the infrarenal inferior vena cava using the 12-french sheath in the right internal jugular vein. The snare was still present at full suction, but the filter would not collapse at all due to it being filter with thrombus. A balloon angioplasty with a 10 x 40 balloon was done to clean fragmentation of the clots all the way from the common femoral vein on the left and on the right all the way up to the filter. According to the angiogram, there was a large amount of thrombus below the filter, but the thrombus was now extremely fragmented. The angiovac device was successfully advanced through the area of the filter; however, the angiovac was stuck in the clot and it was not suctioning out any more clot. Another attempt was made, but the filter was still not retrievable. Angiovac from the femoral approach was attempted to remove as much clot as possible. A picture of the suprarenal filter was taken, and no more clot was spotted. A 26 dryseal sheath was inserted through the right common femoral vein and the angiovac was advanced through the iliac veins and all the way to the infrarenal inferior vena cava into the filter and from there, large amounts of clot were sucked out from the filter and from the infrarenal inferior vena cava. To clean up the left iliac vein, a 10 millimeter balloon was advanced into the left iliac vein and inflated balloon was advanced all the way to the inferior vena cava while the angiovac was still present to push all of the clot in the area all the way up and suction it out of the mouth. Pictures represented no more clots in the iliac veins and very little clot in the inferior vena cava. However, there was not good flow mainly because there was not a lot of inflow from the below the vein. More balloon angioplasty was performed because the old filter was still completely stuck. A 14 by 40 balloon was used on both sides of the filter to try to improve blood flow. The intervention was finally stopped. The patient still had large amount of clots from his femoral veins al the way down to his popliteal veins. All the sheaths were removed except the 8-french sheath in the left common femoral vein to maintain anticoagulation. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to it being filter with thrombus. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.